Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizziness presented in clinic. Upon interrogation, the pulse generator exhibited oversensing and cross talk. The device was reprogrammed. The patient no longer experienced dizziness and would continue to be monitored.